Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the battery casing device lid would not close or lock properly and was warped and not repairable. It was also observed that the device failed the casing lock check, inserting of battery w/ sterile cover check and battery check pre-tests. Therefore the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery casing device would not close properly. According to the report, the device seemed to have retracted a bit. There were no delays to the surgical procedure and a spare device was available for use. The surgery was completed successfully. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.